Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the device did not fire. A second stapler was used but then it was found that the reload was faulty. There was no patient injury.